Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The unk xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of a coronary artery, the unspecified xience xpedition stent delivery system (sds) was being used and the shaft became detached 20 cm from the hub. It was noted that this occurred two times during the same procedure. There was no reported adverse patient effect and no reported clinically significant delay. No additional information was provided.